Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a slight externalization conductor on the rv lead was seen on x-ray. There were no impedance issues noted. On (B)(6) 2020, the lead was capped and replaced. The patient was stable before during and after the procedure.